Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one additional lead was added and a non rechargeable ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.